Event description:
It has been reported to philips that the device malfunctioned.

Event description:
It has been reported to philips that the touch screen drifts.

Event description:
It has been reported to philips that the touch screen drifts.